Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. No failed battery test alarm, motor error alarm, blank display, excessive no delivery alarm noted. The motor passed motor test. The battery icons functioned properly. The drive support was inspected and no anomaly was noted. The insulin pump had cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery, no delivery and motor error. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was flush and not recessed into the device. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.